Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge came detached from the pump while the customer attempted to remove the case from the pump. The customer did not provide a blood glucose (bg) value but indicated that the event did not impact insulin therapy. Tandem technical support educated customer on the proper technique to remove the case from the pump.